Event description:
During endoscopy procedure, a bravo ph monitoring capsule was to be implanted along the esophagel tract. However, the device in the delivery system was reported to have "malfunctioned" in that it did not release the capsule, and so when the delivery system was retracted, the capsule detached from the tissue and caused an esophageal tear. Post-operatively, the dr reported there to have been other surgeries with problems with this "batch" of monitors and she would have to get with the MFR rep, medtronic. Three days after surgery on a phone call, the dr said there was a "calibration" problem with the device. The injury requires the pt to take carafate susp 3 times a day for two weeks.